Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed a completely sealed package. A review of the device memory noted a system anomaly due to an oscillator mismatch, which then put this unit into safety mode. During analysis the device was put through and passed returned product testing, with the exception of the real time clock, which is expected for a device in safety mode as this feature does not update while in safety mode. Analysis included a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was then exposed to a range of temperatures however the exposure was unable to recreate the observed clinical anomaly. The device case was opened for additional testing. Engineers were able to isolated the root cause of the oscillator mismatch error to an issue with the internal quartz crystal component.

Event description:
It was reported that during pre-implant testing, this device exhibited a safety mode indicator. The device was never used and returned for analysis. Another device was selected for implant; no adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, another report will be completed.

Event description:
It was reported that during pre-implant testing, this device exhibited a safety mode indicator. The device was never used and returned for analysis. Another device was selected for implant; no adverse patient effects were reported.